Event description:
It was observed during the device inspection, that the uretero-reno videoscope forceps stopper mouthpiece was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was observed by olympus. It is likely that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause of the reported issue could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.